Event description:
The analyzer product biased results for multiple pt and quality control samples. During this time period, the analyzer also produced luminometer data invalid codes. This scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative "ckmb", beta-human chorionic gonadotropin and troponin 1 results. There was no report of pt harm as a result of this occurrence.